Event description:
It was reported that multiple insulin vials leaked during cartridge handling with the ilet and the user replaced the vials; the problem was characterized as a leak/splash associated with the reservoir component, and there were no device alerts or alarms reported. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed leakage at a seal consistent with a reservoir-related leak/splash. Symptoms included insufficient information regarding clinical effects. Outcomes included insufficient information regarding health impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.